Manufacturer narrative:
Customer returned insulin pump for an alleged blank display and no delivery alarm/insulin flow blocked alarm found on (B)(4) 2021. Device was received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify no delivery alarm/insulin flow blocked alarm due to blank display. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. The original electrical board 2 was installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a blank display noted. The original electrical board 1 was installed and swapped out with a working test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no blank display noted. The original electrical board 1 was re-installed and swapped out with a working test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the aa 1.5 volts battery and continued testing. The insulin pump passed the self test and no blank display noted. Blank display was confirmed, suspected on the electrical board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Unable to verify no delivery alarm/insulin flow blocked alarm due to blank display. Blank display was confirmed suspected on electrical board 2. Unable to generate power management graph, download history files and traces confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. The customer reported that insert battery alarm did not display on the insulin pump screen after removing the battery. Customer stated that the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.